Manufacturer narrative:
Initial.

Event description:
It was reported that a user was unable to attach the insulin cartridge adapter during a supply change, and the issue resolved after performing a complete supply change with new components. Symptoms included no reported adverse health effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included troubleshooting and user education over the phone, with verification of correct supply change steps. Investigation of this case revealed that the initial adapter-to-cartridge connection was unsuccessful, but normal function was restored with replacement supplies, indicating a component-level connection issue that was not reproduced after the change. It was concluded, based on previously established findings for similar reports, that the cause was use of a new supply set resolving a probable transient connection problem.